Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette not attached properly error. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; the pump seemed to be functioning as intended. The root cause could not be determined. No further action was taken. Service history review identified that the device was last serviced (B)(6) at which time the dso sensor was replaced and was related to the current complaint.